Event description:
It was reported that the ventricular lead exhibited intermittent capture in the bipolar configuration, with capture threshold of 6 v at 1 ms. Loss of capture in the unipolar configuration and greater than 2500 ohms impedance were observed. The lead was explanted and replaced

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.